Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised rv shock impedance measurements had been high out of range for some time. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming recommended was completed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.